Event description:
The polyethylene insert component of the total hip acetabulum prosthesis wore out and had to be removed. Pt exhibited osteolysis believed to be a result from the generated wear debris. No other info was provided to co.